Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing. The root cause could not be determined.

Event description:
It was reported that the error code 45520 alarms when the device was plugged into the ac adapter. The pump functions normally when powered by batteries and when the ac adapter was plugged in before powering the device on. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.